Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call vibrate anomaly on their insulin pump. Customer¿s blood glucose level was unknown. Customer advised the device did not vibrate and vibrate mode was on. Troubleshooting for the vibrate anomaly was performed. Customer advised the insulin pump beeped during the tone test while performing the self test. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Pump passed displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit was received with low in tone/beep volume due to cracked transducer disk. Unit was received with minor scratched lcd window and cracked reservoir tube lip.